Event description:
The customer called technical support (ts) reporting that the device has touchscreen issues. The customer reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
The caller states that touchscreen does not function on the top even after calibration. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips¿s standards.